Event description:
Asr revision.left asr xl acetabular system.reason for revision: noise.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
Corrected/updated data: (patient ID); (gender); (date of report); (event description); (not a reprocessed single use device); (date received by manufacturer); (labeled for single use); (remedial action). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr xl acetabular system - left hip; reasons for revision: noise; pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left asr xl acetabular system. Reason for revision: noise and pain. Original surgery: (B)(6) 2008. Revision surgery: (B)(6) 2010. Update- added stem and sleeve taken from (B)(6) dated 4th feb 2013. Update received: 15th july 2014 - added further reason(s) for revision: component loosening - cup.